Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 515 (mg/dl). Reportedly, customer stated that they forgot to administer a bolus after eating a meal. Customer used their pump to address bg levels.